Manufacturer narrative:
This report is being filed on an international product, list number 03p25 and there is a similar product distributed in the us, list number 2r98. A1 patient identifier: complete sample ID is (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2024, sample ID (B)(6), generated a result of 58.3 ng/l. Retest results were 4.1 ng/l. (Cutoff values of 15.6 pg/ml (15.6 ng/l) for females and 34.2 pg/ml (34.2 ng/l) for males per architect stat high sensitive troponin-I package insert) per the customer the discrepant result(s) were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
G3 - date received by mfg was incorrectly selected as 25 feb 2024 when it should have been 18 feb 2024 on MFR# 3005094123-2024-00063-01

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6)2024, sample ID (B)(6)generated a result of 58.3 ng/l. Retest results were 4.1 ng/l. (Cutoff values of 15.6 pg/ml (15.6 ng/l) for females and 34.2 pg/ml (34.2 ng/l) for males per architect stat high sensitive troponin-I package insert) per the customer the discrepant result(s) were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2024, sample ID(B)(6)generated a result of 58.3 ng/l. Retest results were 4.1 ng/l. (Cutoff values of 15.6 pg/ml (15.6 ng/l) for females and 34.2 pg/ml (34.2 ng/l) for males per architect stat high sensitive troponin-I package insert) per the customer the discrepant result(s) were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number:03p25-37, and manufacturing site abbott ireland diagnostics division lisnamuck, longford, n39e932, ireland to architect i2000sr, ln 03m74-02, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2024-00144 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number:03p25-37 to architect i2000sr, ln 03m74-02. MDR number 3016438761-2024-00144 has been submitted and all further information will be documented under that MDR number.